Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: user had poor technique.

Event description:
Customer complains of high results. Customer called stating she received a reading of 505 mg/dl which she considers are high for her; yesterday (B)(6) 2015 at 2 pm and was experiencing headache, fatique and was taken to the ER at poiciana medical center. Upon discharge her blood results were 134 mg/dl. The customer's expected blood results are 178-240mg/dl fasting.

Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Product evaluation in process.

Event description:
Customer complains of high results. Customer called stating she received a reading of 505 mg/dl which she considers are high for her; yesterday (B)(6) 2015 at 2 pm and was experiencing headache, fatigue and was taken to the ER at (B)(6) medical center. Upon discharge her blood results were 134 mg/dl. The customer's expected blood results are 178-240mg/dl fasting.